Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one patient. Results as follows: date: (B)(6) 2012, inratio: 2.3, lab: 6.6, time between testing: (thirty minutes). Patient had blood in the urine and was admitted to the hospital. Customer milks the finger in the attempt to collect sufficient sample for the test. Patient's therapeutic range is 2.0-2.5.

Manufacturer narrative:
Investigation pending.